Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed bent pins in the serial port. The bent pins did not allow the data cable or the alarm silence adapter to properly connect to a controller. As a result, the reported event of "monitor unable to connect to the controller" was confirmed. The most likely root cause of the reported event can be attributed to a forced or improper connection. An internal investigation was initiated to capture events involving the bent pins/damaged pins with the controller 1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's controller fell. Shortly after site tried to connect the controller to the monitor and it was not working. Patient did not have a back up controller at the time, site provided a new one. No patient complications have been reported as a result of this event.